Manufacturer narrative:
The event date is approximate.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for spinal pain. Information was reported that a patient could charge their recharger but not their implant. Patient was getting 6 coupling boxes shaded however the ins is only at a 1/8 or 1/4. Patient had questions on the programmer. It was reviewed alkaline batteries for remote and patient stated she has a changed the batteries in there. The issues were not resolved. No patient symptoms have been reported. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.